Event description:
Patient underwent cath lab procedure for trans catheter aortic valve replacement with 29mm edwards sapien 3 valve via right percutaneous femoral approach. Balloon ruptured during valve deployment. Pt required surgical intervention via sternotomy. Pt remains critical.